Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date, the patient underwent thoracic aortic aneurysm repair using a graft of an unknown manufacturer. On (B)(6) 2009, the patient underwent endovascular repair of a pseudoaneurysm which occurred at anastomosis site between the previously implanted graft and the thoracic aorta using a gore tag thoracic endoprosthesis ((B)(4)). The patient tolerated the procedure. On (B)(6) 2009, a rupture was reported proximally of the tag device. Another tag device ((B)(4)) was implanted to treat the rupture. The patient tolerated the procedure. On (B)(6) 2009, the rupture recurred. The patient suffered hemorrhagic shock and passed away. No further information was obtained.